Event description:
Note: date of event and procedure are unk. It was reported to boston scientific corp on november 4, 2009, that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, a retrieval balloon prematurely burst. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device model, catalog number or lot number; therefore, the manufacture and expiration dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).